Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report #s 1627487-2011-05199 and 1627487-2011-05200. The patient received his scs system with a paddle lead on (B)(6) 2010. The pt's ipg was explanted and replaced on (B)(6) 2011. On (B)(6) 2011, he also received two lead extensions (from different lots). It was reported that the pt had lost stimulation. The amplitude stops at perception on all of his programs. An x-ray was taken and displayed a disconnection of the paddle lead and lead extensions. An add'l surgery will be required. No further info is available at this time.